Manufacturer narrative:
Approximate age of device: 4 years and 11 months. No product was returned for evaluation. The report of cosmetic damage to the patient¿s silicone sleeve cannot be conclusively determined. The patient remains ongoing on lvad support and no further related events have been reported. A review of the device history records revealed the device met applicable manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that there was damage to the silastic sleeve of the percutaneous lead. A cosmetic repair was performed by wrapping the damage with rescue tape. There were no reported adverse effects to the patient. No additional information was provided.